Event description:
The pt was implanted with a product on 6/17/96. On 8/12/96 it was noted that the pt had developed an infection in her left breast and the prosthesis was removed on 8/13/96. No add'l info regarding this occurrence is available at this time.